Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data log shows the placement signal not reliable alarm along and all 5s parameter was down which indicate hard failure of the sensor. Placement signal was lost immediately after the shockwave device used. The cause of the optical signal issue was most likely damaged sensor due to the shockwave device interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During shockwave therapy, the optical sensor was damaged; however, support continued without interruption. No patient harm or injury was reported.